Event description:
The physician was unable to deploy the viabahn device properly. He had to surgcially remove the viabahn device by resecting it. A surgical bypass graft was successfully implanted. The patient status is fine.